Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the partial clip movement on the leaflet in this incident could not be determined. The reported patient effect of worsening mr appears to be a result of procedural conditions and due to the clip movement on the leaflet. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip movement. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One mitraclip was implanted and the mr was reduced from grade 4+ to grade 2+. Four days later, the physician performed a transesophageal echocardiogram and noted that a partial leaflet detachment had occurred, with the clip partially attached to the posterior leaflet and fully attached to the anterior leaflet. The clip was stable and the mr had increased to grade 4. No additional intervention was performed. No additional information was provided.